Event description:
A nurse reported having problems connecting the cassette and an error message was displayed that could not be cleared, prior to the procedure. The physician opted to perform a manual technique as the patient had already received anesthesia. There was a reported delay in procedure of 1 hour and two cases were subsequently canceled due to this event. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).